Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys probnp ii immunoassay (probnp) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 9.52 pg/ml. The patient had previous probnp values of 170 pg/ml and 900 pg/ml. The sample was repeated on a cobas 6000 e 601 module, resulting as 150.1 pg/ml. The sample was also repeated on the same e411 analyzer, resulting as 163.5 pg/ml. No adverse events were alleged to have occurred with the patient. The probnp reagent lot number was 227748. The reagent expiration date was asked for, but not provided. Performance testing was run on the analyzer and this was within specifications. The signals of the calibration performed on 18-nov-2017 were high, but acceptable. Re-calibration was overdue. The quality control recovery on the date of the event was close to target values. No reagent performance issue was present. Upon review of the alarm trace, there were no alarms related to the event. The investigation was unable to find a definitive root cause.